Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that one crossbrace is broken in the middle where the bolt goes through. The dealer didn't know which crossbrace.